Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the blue segment of the tubing during treatment. Patient was in fill one of treatment. Patient had no ill effects. Patient discarded the sample; sample is not available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specifications.